Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an adverse reaction to a skin barrier wipe. The customer states she utilizes an insulin infusion set which was placed on (B)(6) 2011 and removed on (B)(6) 2011. The customer states after she removed the infusion set from the right side of her abdominal area, she noticed it was inflamed and red. The customer states she was seen by a doctor and received an injection of penicillin on (B)(6) 2011. She was then prescribed keflex 500 mg 4/day. She also states she has been on a sulfur drug called septra since (B)(6) 2011. The customer states the redness turned into an abscess and needed to be lanced with the use of a scalpel which was performed on (b)6) 2011. The wound is being packed and the customer remains on antibiotics.